Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting failure to interrogate. No changes or intervention was reported. There were no patient consequnces.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level, and setscrews stripped by end-user. Visual inspection of the header found the setscrews stripped off by end-user by inserting the wrench tool at angles to the inset stripping the setscrews. Electrical analysis performed after replacing the setscrew indicated normal functionality with normal communication. During the analysis the device was interrogated multiple times with no issue. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced.